Event description:
It was reported that during a da vinci si prostatectomy procedure, arcing occurred with the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole is approximately .025 in diameter and is located .495 above the silicone to sleeve interface. The tip cover does not exhibit mechanical tears in the general vicinity of the hole, but has a small tear at the distal end opening.